Event description:
Additional information later received reported that the outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry), regarding a patient receiving dilaudid 62.5 mcg/ml (79.968 mcg/day), gablofen 50.0 mcg/ml (63.974 mcg/day, unknown lot number), bupivacaine 7.3 mg/ml (9.3402 mg/day) via an implanted pump system as of (B)(6) 2015 at 07:36. The indication for use was malignant pain and head/neck (non-malignant). The hcp reported that the patient experienced a positional headache, when the patient the patient was using gablofen and the clinical diagnosis was intrathecal medication side effects. The refill date from the most recent refill prior to the event was from (B)(6) 2015 at 10:52. The event was noted as ongoing. Five days following the pump implant the patient reported a headache on (B)(6) 2015. The headache improved when the patient would lie down and increase when the patient would stand up. The etiology was initially noted as not related to the device or therapy and related to the implant procedure. Fioricet, phenergan, and percocet were administered as an intervention on (B)(6) 2015. An increase in caffeine and fluid intake was recommended by the hcp on (B)(6) 2015. The patient experienced left ear and feet numbness, tingling, and weakness on (B)(6) 2015, resulting in an unscheduled clinic/office visit. On (B)(6) 2015 the patient reported dizziness and lightheadedness. The etiology indicated the relationship of the event to the device or therapy as related and indicated the relationship of the event to the implant procedure as not related. The intrathecal medication of dilaudid and bupivacaine were noted as possibly related as the drug action of adding a new drug to the pump caused the event. The clinical diagnosis was it medication side effects and the event was noted as ongoing. Reprogramming occurred on (B)(6) 2015 at an unscheduled clinic/office visit. An unscheduled clinic/office visit took place where an epidural blood patch was performed on (B)(6) 2015. It was later reported by the hcp that the event was related to the implant procedure. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).